Event description:
Caller reported a cracked or shattered touchscreen and confirmed the ability to lift the edge of the pump screen protector to assess the damage. However, it was unclear if the screen was damaged underneath because the screen was dark and would not turn on, making identification difficult. There was no adverse impact to the customer¿s blood glucose level. No further action was required since the pump was replaced under an additional case issue.